Manufacturer narrative:
Concomitant medical product: product ID: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for rising and high bipolar pacing impedance along with sensing integrity counters (sic). In addition, non-sustained high rates were occurring due to oversensing. Initially reprogramming was done that eliminated the oversensing and noise. Subsequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.